Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure, the tip from the permanent cautery hook instrument allegedly broke off while inside the patient. The broken fragment was retrieved. Although, no patient harm was reported at this time it is unknown what caused the instrument breakage to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the tip from the permanent cautery hook instrument broke off while inside the patient. The fragment was retrieved with another grasper instrument during the same procedure. The instrument was inspected prior to use. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.